Event description:
An attempt to insert a wire guide through the in-dwelling catheter, which had been placed through the right external fistula in the hepatic duct, failed. When the physician withdrew the wire guide from the catheter, the catheter severed, distal to the outer surface of the liver, and its proximal section came out along with the wire guide, with the distal section remaining within the liver. This fragment was endoscopically removed. The physician advises the right liver, which was atrophic, was difficult to access, and the catheter, which had been placed in the body for approx two months, might have been affected and deteriorated by the respiratory movement.